Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device was overheating and alarmed with a s233 (overtemperature-psc) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and fan was running too slow and noisy causing overheating. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.